Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for lot number ps42h8 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. A photographic image was provided for evaluation. On visual inspection of photograph, it was found that there was leakage of iodine at the junction of the minicap and the disposable set. The photograph did not reveal any visible condition such as a crack. The root cause was undetermined.

Event description:
It was reported that a minicap leaked during use for peritoneal dialysis (pd) therapy. The home patient (hp) reported that she closed off the catheter correctly and initially nothing happened with the minicap. However, after a while (unspecified) close in time to the next exchange, the hp observed that the minicap had leakage (unspecified amount). There was patient involvement; however there was no patient injury or medical intervention. Additional information has been requested but is not available at this time.